Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during a rectosigmoidectomy and hemorrhoidectomy procedure, the teflon has melted and dropped during use of the device, locking operation. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). New information received from international customer that the tissue pad melted but did not fall off the clamp arm; the piece did not break off.